Event description:
It was reported that the user noticed a ridge on the rim of the foley catheter balloon once it was deflated after post-surgery usage. Per follow up information received via rcc on 29sep2025, stated that the event was post operatively with patients complaining about considerable pain on removal and had quite a few of these on their shelves as well.

Manufacturer narrative:
The reported event is confirmed - cause unknown. Both photo samples showcase an overview of a mushroomed balloon on catheter. This is out of specification per inspection procedure (B)(4) which states, " balloon must not cuff after deflation". The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the investigation results, and no additional action is required at this time. Correction: b, d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The complete initial reporter's facility name is (B)(6). The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the user noticed a ridge on the rim of the foley catheter balloon once it was deflated after post-surgery usage.